Manufacturer narrative:
An investigation is currently underway. Upon completion, the investigation will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer reports a non-specific issue. The unit was sent to a covidien service center. Upon triage a service technician found that the power cord was exposed copper wiring with burn marks.